Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while off the insulin pump and was using an alternative plan for insulin delivery. The patient was reportedly hospitalized for hypoglycemia. At the time of this report, there is no allegation of an issue with the functionality of the insulin pump in relation to this reported adverse event. The alleged cause of the patient¿s blood glucose excursion is unknown at this time. If further information becomes available, animas will provide an update to this report.

Manufacturer narrative:
Follow-up #1: date of submission 01/17/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: review of the black box data and download history did not reveal any recorded event(s) related to the complaint. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint.